Event description:
It was reported to philips that the suite pc did not boot up correctly. The device was outside clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system didn¿t boot up correctly. Philips remote service engineer (rse) connected remotely and reviewed log files which confirmed the suite and x-ray pcs were having trouble booting up. Upon further inspection, rse found errors in logging and found correct software but was not able to load. Rse confirmed that the site was working on 2.1.5 whereas the system was at 2.2.3. It was confirmed that the version was not available. Later, the license file was updated on another case. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.